Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul 26, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half with one half missing. The lens was cleaned and no issues were observed that could have contributed to the complaint event were identified. The complaint issues were not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to dysphotopsia. It was indicated that the patient's symptoms persisted for 7 months. A non- johnson and johnson iol of 18.0 diopter was used as a replacement. No other medical or surgical interventions done. It was noted that the patient fully recovered. No other pertinent information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.